Manufacturer narrative:
The device was received for evaluation. During evaluation the keypad buttons were not working properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue.the cause was identified to be a failed keypad which requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the keypad buttons were found to not be working properly. No additional information is available.